Manufacturer narrative:
Compatibility was verified with no issues noted. No devices or photos were provided, therefore; the condition of the components is unknown. Radiographs were not provided, therefore; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Operative notes were not provided. The complaint cannot be confirmed. Based on the available information, a definitive root cause cannot be ascertained at this time. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient received an implant and is experiencing pain.